Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
Concomitant medical products: 250ml bag of 0.9% sodium chloride; 500ml bag of cytarabine; therapy date (B)(6) 2015. The customer¿s report of a split silicone segment was confirmed. Visual inspection observed a tear measuring approximately 5.8mm just below the upper fitment retaining ring. The root cause of tear was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported a split in the silicone segment of the tubing while infusing cytarabine chemotherapy on the secondary tubing, and ns on the primary tubing. During the spill a member of the transport team had become exposed to the dripping ivf while in the pt's room. He was advised to change clothes and cleanse skin thoroughly with castell soap and was given a spill pack. The doctor was contacted as the patient had received 457 ml/ 500 ml bag and was informed of the spill. No changes were made to the evening chemo dose, and no additional doses were added to make up for the loss. Strict spill precautions were enforced throughout the event.